Event description:
It was reported a patient with a chronic humeral nonunion was implanted in (B)(6) with a periarticular proximal humeral plate with dynamic locking screws. Post operatively the dls screws broke. On (B)(6) 2013 the patient had a revision open reduction internal fixation of the humerus and new plate and screws were implanted. This is 5 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date is in (B)(6) 2012. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.